Event description:
The customer complained of the insulin pump alarming button error. While performing troubleshooting, the customer stated that she had been hospitalized due to hypoglycemia prior to the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.